Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the unstable patient presented in the hospital with chest pain after a recent system implant, right ventricular lead perforation was observed on x-ray. Right ventricular capture could not be obtained at full output. The physician elected to reposition the lead (B)(6) 2019. During the procedure, it was noted that a small amount of fluid had collected in the patient's pericardium. There were no other issues during the repositioning and the patient was stable following.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the results were found to be within specification.

Event description:
Additional information indicates that when the patient presented in clinic, poor r-wave sensing and high capture thresholds were observed due to the lead migrating from its original position. Therapies were programmed off and lead replacement was discussed. The patient is currently stable.

Event description:
Additional information indicates that the physician elected to replace the right ventricular lead. The patient was stable following.